Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the clip ejected from the 3rd or the 4th firing. No clips fell into the patient. The clip was fed into the jaws properly before the incident occurred. There was no unexpected sound at the firing. The device was fired on the stiff tissue around the bones. The device was possibly fired on something hard such as an existing clip. After the incident occurred, the device was fired several times outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Third or 4th what vessel or structure was the device fired on at the time of the event?---blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? Yes, outside patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.